Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2022 and mesh was implanted. On (B)(6) 2022, the patient experienced pelvic pain that was reported to have a probable relationship to the study device and procedure. On (B)(6) 2022, the patient experienced urinary tract infection that was treated with unspecified drug therapy. Both events have been recovered/resolved without sequelae. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? Please describe any medical intervention given for pain management including medication name and results. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Please describe any medical intervention performed for the urinary tract infection including medication name and results. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code and lot number? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). Device not returned.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: please provide the patient's demographic information including gender female, weight 68kg, bmi at the time of index procedure 26,6. Name of index surgical procedure? Placement of exact retropubic mid-urethral sling. The diagnosis and indication for the index surgical procedure? Stress urinary incontinence. Were any concomitant procedures performed? No. What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? No. Please describe any medical intervention given for pain management including medication name and results. None. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? No. The urinary tract infection was 4 month after surgery. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Prophylactic tazocin 4g. Please describe any medical intervention performed for the urinary tract infection including medication name and results. Medication 'selexid' started date (B)(6) 2022. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Don't understand that question? It happens with or without these type of surgery. What is the patient's current status? Recovered. Product code and lot number? Tvt exact 3940860.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Corrected information: b1, h1 - this medwatch report is being voided based on an update received which confirmed the previously reported adverse events are not associated with the ethicon, inc. Product used or the study patient involved.